Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the m.blue does not operates within the accepted tolerances in the vertical position at the opening pressure of 20 cmh2o (delivery pressure), while it operates within the specified tolerances in the vertical at the pressure of 0 cmh2o. An accelerated outflow of m.blue could be determined. Furthermore, the progav 2.0 worked in the horizontal position within the tolerance. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test of the m.blue has shown that the brake function operates as expected; however, the braking force required was not within the given tolerances. The brake functionality test of the progav 2.0 has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: we would like to point out in advance that testing products sent in dry is only of limited informative value. Dried-on residues of organic material can falsify the investigation results. Based on our investigation results, we cannot determine any deviations in the vertical position of the m.blue at the opening pressure of 0 cmh2o (delivery pressure stage). At an opening pressure of 20 cmh2o (delivery pressure stage), an accelerated outflow could be measured. In addition, an increased braking force and visible deposits in the m.blue were determined. The visible deposits in the m.blue have led to functional impairments. The exact procedure for the pressure-flow measurement can be found in the report attachment "information on the examination methods for valves and accessories". If a valve with an opening pressure of 0 cmh2o is returned, an additional measurement is carried out at the pressure level that was set when the product was delivered (m.blue = 20 cmh2o). Furthermore, we can determine visible deposits in the progav 2.0. These deposits did not affect the technical properties at the time of the examination. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can affect the integrity of the valve. The examination of the return shipment is completed with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue plus xabo (#fx824a) was implanted during a procedure performed in (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.